Manufacturer narrative:
The investigation determined that a higher than expected vitros creatinine (crea) result was obtained from vitros performance verifier I (pvi) when using vitros crea slide lot 1514-3550-1564 tested on a vitros xt 3400 chemistry system. The assignable cause of the event was unable to be determined with the information provided. No historical quality control results were provided leading up to the event, therefore it is unknown if vitros crea lot 1514-3550-1564 was performing as expected in combination with the vitros xt 3400 system. However, acceptable vitros crea performance was obtained using an alternate calibration event that was generated using a new set of vitros calibrator fluids. This indicates that vitros crea slide lot 1514-3550-1564 did not likely contribute to the event. However, it is unknown if the calibration was performed with the same or a different lot of calibrator fluids, or if the initial calibrator fluids were prepared per the instructions for use. A suboptimal calibration cannot be ruled out as a contributor of the event. The customer stated that the vitros xt 3400 system was idle for a month prior to the event, although the reason the analyzer was not in use is unknown. The tsc questioned if the customer performed any maintenance prior to the processing of the pv fluids, and if the pv fluids were prepared per the instructions for use, however this information was not provided. Additionally, diagnostic within-run precision testing was requested but not performed on the vitrso xt 3400 system, therefore an instrument issue cannot be fully ruled out as a contributor to the event. Furthermore, an issue with the initial pv fluids cannot be ruled out as a contributor of the event. Continual tracking and trending does not indicate a systemic issue with vitros crea lot 1514-3550-1564.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected vitros creatinine (crea) result was obtained from vitros performance verifier I (pvi) when using vitros crea slide lot 1514-3550-1564 tested on a vitros xt 3400 chemistry system. Vitros pvi lot t1396 vitros crea result of 2.49 mg/dl versus the expected result of 0.99 mg/dl (midpoint of the rom) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros crea result was obtained from a non-patient performance verifier fluid. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).